Event description:
A customer contacted beckman coulter inc., (bec) in regards to an erroneously low platelet (plt) result generated by the unicel dxh 800 coulter cellular analysis system, without instrument generated flags, for a single patient specimen. Based on available information, the patient sample was tested for plt earlier on the same day, on a different instrument in the customer lab and a similar low plt result was obtained. The results were reported out of the laboratory. A decision was made to transfuse the patient based on these results which were not confirmed by manual counts. Multiple attempts, for additional information, were made by bec concerning the current condition of the patient; however, this information has not been obtained. The results obtained on (B)(6) 2012 were believed to be erroneous after the customer obtained erroneously low plt results for this patient when the patient returned to the hospital on (B)(6) 2012 after transfusion. This report is covering the event occurred on (B)(6) 2012, instrument s/n (B)(4) MDR #: 1061932-2012-02724 is being submitted for event occurred on (B)(6) 2012, instrument s/n (B)(4). MDR #: 1061932-2012-02723 covers the event occurred on (B)(6) 2012 at this customer site.

Manufacturer narrative:
Unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before the event but it is unknown if controls were run after the event. Previously run specimens were rerun back to the last known acceptable control run. The raw data files, for this event, are no longer available service was not dispatched for this event. Failure mode of this event is unknown. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.